Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on helix mechanism; full lead returned and analyzed.

Event description:
It was reported that the right ventricular lead was explanted due to patient discomfort. It was not replaced. No patient complications have been reported as a result of this event.